Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The interconnect cable was replaced and the power cord and plug were reworked. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would shut down without user input. No pt injury was reported.